Manufacturer narrative:
Approximate age of device - 1 year, 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with an elevated lactic acid dehydrogenase (ldh) of 850 g/dl, heart failure symptoms, and elevated bilirubin. The device was exchanged. It was reported on (B)(6) 2018 that the patient was discharged. No additional information was provided.

Event description:
Additional information: us voluntary report, mw5076966, for this event was received stating the following: "patient admitted on (B)(6) 2018 due to an elevated ldh of 852 with concern for a lvad pump thrombus. A heparin drip was initiated upon admission. A right heart cauterization was performed on (B)(6) 2018 which showed low filling pressures and preserved ci. Cardiac morphology CT was performed (B)(6) 2018 which did not show any evidence of thrombus. Ramp echo done (B)(6) 2018 which revealed an aov that did not cllose until vad speed was 10400 rpm (set speed 800 prm) along with no significant decompression of the lv. Ldh remained in the 700-800 range despite anticoagulant with the heparin drip therefore the decision was made to exchange the heartmate ii pump. The patient was taken to the operating room on (B)(6) 2018 for the pump exchange. Surgery went well. The patient is currently recovering on the telemetry unit."

Manufacturer narrative:
The sus voluntary event report, mw5076966 is attached. Device evaluation: thrombus was found within the outlet stator of heartmate ii lvas, serial number (B)(4). The pump was returned assembled with the driveline (dl) cut approximately 5¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of (B)(4) upon disassembly revealed three small tissue-like depositions surrounding the bearing ball within the proximal side of the outlet stator. They were not denatured, and their lack of concentric layering indicates that the depositions did not initially form in the outlet stator, however, their origin and the duration of time they had been present in the pump could not be determined. The observed depositions did not appear to have obstructed flow, and no contact marks were observed at the distal end of the rotor. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the reported event. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.